Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that another surgery was scheduled to remove the broken piece of the nitinol guide wire. It was reported that fragments were left in the patient during the initial anterior cruciate ligament (acl) reconstruction surgery, and then removed completely during the second surgery for the hardware removal. The surgery to remove the fragments took place on (B)(6) 2024. It was reported that the patient no longer had fragments of guidewire as all the fragments were removed successfully during second surgery. H4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (242l922), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for(B)(4). It was reported that during an anterior cruciate ligament (acl) repair procedure, it was discovered that the guide wires from two (2) acl disposables kit devices broke inside the patient. There was a delay in the surgical procedure; however, the duration was not specified. It was reported that the surgery was completed successfully. However, fragments were generated in the patient. It was reported that the patient would have to undergo a procedure for removal of the fragments. There was patient involvement reported. There were patient consequences as a result of this event. There were reports of injuries, medical intervention and /or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the reporter¿s phone number was not provided. D10: concomitant med products and therapy dates: acl disposables kit, 5/1/2024 h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).